Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that refrigerator door failed. The field service engineer (fse) remotely assisted floor staff resolved the issue with a proper power cycle. User first shutdown the refrigerator and then the station. After powering up the refrigerator and waiting two minutes before starting the station, user tested and confirmed normal functionality. The refrigerator was fully operational. The system functioned as intended after the field service engineer (fse) assisted customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.